Event description:
It was reported that the patient underwent an atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax which exposed the internal components. During the procedure, the medical team noticed that the icon was waggling on the carto system screen. Error code '401&402' was displayed. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed reddish material on the pebax, and microscopic inspection identified a hole in the pebax exposing internal components. When connected to the carto 3 system, the device was recognized; however, a spinning icon and error 402 were displayed, no electrical resistance issues or physical damages in the printed circuit board (pcb) were observed. The spinning icon and recognition issues reported by the customer were confirmed. The potential cause of the pcb issue could be related to an internal component failure. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. This issue is unrelated to the reported event. The carto® 3 system instructions for use (IFU) contain the following information: verify that metal objects have not been introduced into the field. Verify that the fluoroscope tube is not too close to the location pad. If it is, raise the table, or change the fluoroscope position so that the tube is farther away from the location pad. Verify that the fluoroscopy detector is not too close to patient's chest. If it is, raise its position. Verify that the catheter's handle is at least 30 cm from the location pad. Replace the cable or the catheter. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. A manufacturing record evaluation was performed for the finished device lot number 31405131l, and no internal action was found during the review. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An investigation was addressed to investigate the reverse icon failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).